Event description:
It was reported by service report that the cot hit a pot hole and fell over with a pt on it. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
The cot tipped after hitting a pot hole.